Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels between 400-499 mg/dl. Upon review of pump settings, tandem technical support determined that the customer's correction factor and basal rates were set too low, leading to the elevated bg. Tandem technical support advised the customer to consult with healthcare provider to make settings adjustments.